Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On 02/27/2024, it was reported that the patient¿s cgm was reading 330 mg/dl and the bg meter was reading 420 mg/dl. The patient was experiencing nausea, vomiting, and stomach pain. The patient¿s spouse brought her to the ER. The patient was diagnosed with dka and treated with an IV insulin drip and IV fluids. The patient was discharged home 4 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.